Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565 zimmer.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Device quantity: (B)(4). The device quantity reported in this MDR represents the total number of units that were confirmed to be breached. A total of (B)(4) units were subjected to dye penetration testing, of which (B)(4) units failed indicating a sterile barrier breach and (B)(4) units passed testing. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting circulated items, it was found that the sterile packaging was damaged. Upon completion of dye testing, it was determined five (5) units of the same lot exhibited a sterile barrier breach. There was no patient involvement, and it was reported no further information is available.

Event description:
It was reported that while inspecting circulated items, it was found that the sterile packaging was damaged. Upon completion of dye testing, it was determined thirty (30) units of the same lot exhibited a sterile barrier breach. There was no patient involvement, and it was reported no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; g3; h2; h11. Device quantity: thirty (30). The device quantity reported in this MDR represents the total number of units that were confirmed to be breached. A total of forty-six (46) units were subjected to dye penetration testing, of which thirty (30) units failed indicating a sterile barrier breach and sixteen (16) units passed testing.